Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the components underwent a thorough analysis. The reservoir passed visual inspection and there were no damages or abnormalities found. The reservoir passed leakage test. The first cylinder outer tube was detached from the proximal end of the cylinder from a sharp instrument. This cylinder had a large hole and a leak in the inner tubing at the proximal end of the cylinder from a sharp instrument. This cylinder had broken fabric threads from a sharp instrument. This cylinder kink resistant tubing (krt) was worn to the filament. The second cylinder krt was worn to the filament. This cylinder outer tube was detached from the proximal end of the cylinder from a sharp instrument. This cylinder had frayed fabric threads from wear in the proximal end of the cylinder. This cylinder had a bulge in the proximal end of the cylinder when inflated with a syringe. No leaks were found from the inner tube. The rear tip extender (rte) passed visual inspection and there were no damages or abnormalities found. The pump krt was worn to the filament. The pump passed the leak test. The pump tubing to the reservoir had trimmed krt with the window quick connect (wqc) prior to functional testing. The pump failed inflation test 1 and activation tests 2 and 3. Based on the information available and analysis results, the reported mechanical issue was confirmed. Therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the inflatable penile prosthesis stopped performing as expected. The patient underwent surgery for removal and replacement of the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis stopped performing as expected. The patient underwent surgery for removal and replacement of the device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.